Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history record will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 02/2027). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 2 atm. It was further reported that the balloon was possibly snagged on the stent. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 2 atm during the first inflation within a lesion with a pre-existing stent during a thrombectomy case. It was further reported that as the balloon was going to be inflated for a second time, the balloon was identified to be snagged. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess dilatation catheter was returned for evaluation. No specific anomalies were noted during the visual evaluation. On the functional testing, the returned device was inflated with the in-house presto inflation device and upon inflation water was noted to be leaking from the balloon. Upon microscopic observations, a compound ruptured. No other functional testing was performed. During the microscopic observations, a compound rupture was able to be observed, hence the investigation was confirmed by a reported balloon rupture. However, the investigation remains inconclusive for the reported balloon entrapment within the stent as the condition of use couldn¿t be replicated under laboratory conditions. A definitive root cause for the reported balloon rupture and entrapment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 02/2027). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.